Event description:
We received a report from our office in (B)(6) that a patient had an intraocular lens (iol) explanted due to ''increased intolerance'' by the patient. No further details were provided.

Manufacturer narrative:
(B)(4).all pertinent information has been provided. (B)(4): placeholder.

Manufacturer narrative:
Additional info: the patient's postoperative history, including post-op visual acuities were: central slight descemet's folds on the left eye, otherwise proper pseudophakia, iop (intraocular pressure) 16.7 mmhg, cc (with correction) 0.5+2, sc (without correction) 0.5. Tobradex (medication) was prescribed post iol implantation. A 3mm enlarged incision was required to remove the intraocular lens. (B)(4). The explanted intraocular lens (iol) was returned to our manufacturing facility. A visual inspection showed a lens where the optic was cut in half, no optical deviations were found. A review of the manufacturing records showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.